Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the uplink functional tests were out of specification and the head's cable was replaced to resolve. It was further noted that the head's label was missing its laminate backing and the label was replaced. Product ID: 229047 software analyzer; (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis.